Event description:
It was reported that patient presented for a scheduled procedure. During procedure, it was noted that atrial lead was not able to be removed from the implantable cardioverter defibrillator (ICD). Silicone oil was used and eventually the lead was able to be pulled out. Patient condition was stable.

Manufacturer narrative:
Reported complaint of failure to disconnect was not confirmed. The device was received in normal range of option. Analysis of device image was performed and no anomalies were noted. Mechanical evaluation of header was performed and atrial port was diameter were within specification. Further electrical testing was performed and no anomalies were noted. Longevity assessment was performed and device was found to have normal battery depletion based on usage.